Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation with broken skin, bleeding, and pussing under the front therapy electrode pad. The patient reported that the infection became infected and the patient had to go to the hospital. During the hospital visit, the lifevest was removed and the patient received antibiotics for the infection. The patient also applied an ointment to the irritation. Follow-up indicated that the irritation had improved.